Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The ups was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system restarted without prompt from the user. The reported issue occurred while navigating a screw placement. It was noted that the navigation system did not display any error messages and that the ndi configuration utility was correct. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.